Event description:
It was observed that during the device inspection, the gastrointestinal videoscope light guide lens exhibited foreign objects, which has been attributed to mishandling and insufficient reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation. Olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. However, the probable cause of the malfunction would likely be that the reprocessing was not conducted properly due to leakage from scope cover. The event can be detected and prevented by following the instructions for use: gif-h185 operation manual chapter 3 preparation and inspection. Gif-h185 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.